Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 20 mg/dl at the time of the incident. The customer was using pump auto mode at the time of the incident. The customer used glucose juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer just wanted to change their pump settings. The customer wanted to reduce the amount of insulin they were receiving. The insulin pump will not be returned for analysis.